Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a new cartridge. There was no impact to customer's blood glucose level. It was indicated that the customer has fast acting insulin available as alternate insulin therapy and would contact health care provider for syringes and long lasting insulin.